Manufacturer narrative:
Event summary: the catheter was returned and analyzed. Analysis revealed that the catheter had aspiral slit and the shaft had separated from the hub. Visual summary indicated that the catheter was damaged at implant.

Event description:
It was reported that during the implant attempt of a competitive lead, the delivery catheter separated into two pieces a couple of inches distal to the hub just as the physician was beginning to slit. The physician held the catheter together and was able to complete the rest of the slit successfully. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt of a competitive lead, the delivery catheter separated into two pieces a couple of inches distal to the hub just as the physician was beginning to slit. The physician held the catheter together and was able to complete the rest of the slit successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.